Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault flags) has been confirmed. Upon investigation the battery charger/modem was unable to pass incoming functionality testing. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to charge or power on a monitor. The cause for this failure was the battery's tri-cells were depleted. The root cause for the depleted battery could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem had fault flags. A us distributor returned battery sn (B)(4) and reported that the battery had fault flags.